Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (cloudy with moisture) issue. It was alleged the display had moisture in it. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 25-sep-2018 device evaluation: the device has been returned and evaluated by product analysis on 13-sep-2018 with the following findings: during investigation, there was evidence of moisture and corrosion on the display screen inside the pump and in the battery canister. A leak test failed due to a battery compartment leak. The pump¿s cover was removed and further moisture ingress was found to the power pump circuit board. The original complaint of a cloudy display was able to be duplicated. Unrelated to the original complaint, the battery compartment was cracked at the threads and separately below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.